Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the customer, their preventative maintenance (pm) is done every six months.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia pump was not working on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.